Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after a meal despite a recent meal announcement, with fingerstick or sensor readings rising from 190 mg/dl to 331 mg/dl before trending back toward range; no infusion site issues were noted and the device was reported to be in its initial learning period. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and transient elevation outside target range. Investigation included review of device performance and customer reports. Investigation of this case revealed that the ilet algorithm was functioning and providing automated correction dosing and that the event was consistent with the conservative dosing behavior during early use. It was concluded that the device operated as designed and that the hyperglycemia was of unclear cause, possibly related to meal announcement adequacy during initial adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.